Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device migrated out of the pocket which pulled the slack out of the lead. The lead was pulled back out of the apex of the heart, with undersensing noted. The lead was moved back into the apex of the heart, and the device and lead remain in use. No patient complications have been reported as a result of this event.